Event description:
It was reported that during a laparascopic cholecystectomy, the clips scissored. Case was completed with same like device. No further info is available. There was no pt consequence.